Event description:
Per (B)(6) in tech, himself, (B)(6) in tech, both did troubleshooting with dealer. Original issue was that battery appears to have expanded, dealer could not get battery box out of unit. Troubleshooting with dealer, trying to get the box out, has damaged the unit. Per (B)(6) in tech, they have agreed to fix the unit at no cost to the dealer, if unit cannot be repaired, we will replace the entire chair.